Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro received power but had a hard time cutting the veins. It was as if the blades on the bisector were not sharp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation on (B)(6) 2019. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed. Slight blood was observed on the electrodes as well as on the bisector blade. Heavy amounts of blood was observed on the harvesting cannula. An electrical evaluation was conducted. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use. The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. To test the ability of the device to cut, a cautery test was performed on artificial vessel three (3) times. The device could transect the vessel with a clean cut without any failure. Based on the results of the evaluation, the reported failure ¿failure to cut¿ is not confirmed.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 6 pro received power but had a hard time cutting the veins. It was as if the blades on the bisector were not sharp. A replacement device was used to complete the procedure. The hospital did not report any patient effects.